Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant product: addrs1 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the pacemaker and leads were removed due to infection and erosion. During the lead extraction procedure, there was difficulty removing the right atrial (ra) lead due to calcification of the j-curve portion, and the lead could not be pulled through the femoral vein. The patient experienced a pericardial effusion. Open heart surgery was required to repair a tear in the patient's right atrium, and a femoral vein cutdown was required to extract the ra lead. The patient was treated with antibiotics for the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.